Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was unable to be performed with the information available. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the customer is available for identification of possible involved lots. An investigation of the device history records (DHR) was unable to be performed since the lot number was unknown and no information from the customer was available. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with fmc cassette and peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship. Additionally, there was no allegation of a device malfunction or cassette leak reported for this event. All pd patients are at risk for peritonitis due to a suppressed immune system and opportunity for bacterial contamination due to technique failure during pd set-up and disconnect which is the leading cause of peritonitis. Based on the available information, the liberty select cycler and fmc cassette can be excluded as the cause of the peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A voluntary medwatch (mw5087886) was received which indicated a patient had been hospitalized and diagnosed with peritonitis. No further information was provided for this unidentified patient on peritoneal dialysis (pd) for renal replacement therapy (rrt). There was no clinic contact information or patient information documented; therefore, no follow-up could be conducted.